Event description:
During set up and testing for venous line placement, it was discovered that 2 of the 3 lumens on the extension set would not flush. Extension set discarded, and new extension set obtained prior to patient placement.